Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leaking was noticed. It was reported that the leaking was coming from where the tubing meets the bag. No patient involvement reported.